Event description:
The customer reported that upon power up this newly installed device cycled between seeming to be off to the philips logo/splash screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that upon power up this newly installed device cycled between seeming to be off to the philips logo/splash screen. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.